Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous low and elevated blood glucose (bg value not provided). Customer alleged intermittently pump did not sound the high or low continuous glucose monitor alerts. Customer continued to use pump for insulin therapy.